Event description:
It was reported that prior to an angioplasty procedure in the lower extremities, the balloon shaft allegedly ruptured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were reviewed. All the three photos show two detached segments of the catheter and balloon; the first segment consists of detached balloon, which is stored within the balloon protector and stylet still loaded at the distal tip; distal end of balloon catheter noted to be stretched. The second segment consists of the remaining portion of the catheter, which is noted to be stretched at the distal end. No other anomalies were noted. Therefore, based on the photo review, the reported detachment was confirmed. Therefore, the investigation was confirmed for the reported detachment as the photos shows the detached balloon and catheter in two segments. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024), g3, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure in the lower extremities, the balloon shaft allegedly ruptured. The procedure was completed using another device. There was no patient contact.